Event description:
An orsiro drug-eluting stent system was chosen for treatment. During the procedure the stent got caught on the wire. Therefore, the wire could hardly be removed. No harm to patient had occurred.

Manufacturer narrative:
Neither the complaint instrument nor angiographic material was returned for technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.